Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received indicating a low out-of-range shock impedance measurement of 0 ohms was recording by this cardiac resynchronization therapy defibrillator (crt-d) for the competitor right ventricular (rv) lead. Boston scientific technical services (ts) provided the alert date and time suggesting the field representative inquire as to the patient's activities at the time as the patient's system uses a single coil configuration and electromagnetic interference (emi) could result in such a measurement. The cause of the issue remains unknown. The patient will continue to be monitored removed for the time being as there has been no impact to device therapy. No adverse patient effects were reported. This system remains in service.